Event description:
Potential for injury associated with the joystick speeding up and slowing down on an m51psemired power chair. This can cause the device to have erratic movement and injury could occur.